Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Based on the limited information provided, the event could not be confirmed and the cause could not be determined. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the filing of a claim by the patient's attorney that allegedly the patient underwent a total hip arthroplasty on (B)(6) 2015. It is further alleged that the patient experienced a dislocation on (B)(6) 2015. No further information has been provided.